Manufacturer narrative:
The customer reported that the central nurse's station (cns) intermittently showed the bedside monitors (bsm) in communication loss when trying to check full disclosure. The bedside monitors (bsm) would also alarm for no reason. The only way to bring the bedside monitors (bsm) back is by power cycling the units. The customer has not yet decided whether to send the central nurse's station (cns) in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) intermittently showed the bedside monitors (bsm) in communication loss when trying to check full disclosure. The bedside monitors (bsm) would also alarm for no reason.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) intermittently showed the bedside monitors (bsm) in communication loss when trying to check full disclosure. The bedside monitors (bsm) would also alarm for no reason. The only way to bring the bedside monitors (bsm) back is by power cycling the units. The customer said that they fixed the issue by replacing the failed primary hard drive. They had a spare in stock, replaced it, and it was working fine again. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.